Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to a bent infusion set cannula. The customer¿s blood glucose level was over 400 mg/dl. No details regarding symptoms or treatment methods were provided. Troubleshooting did not occur on the insulin pump. The customer was advised on proper infusion set insertion and usage protocol. The insulin pump will not be returned for analysis.